Event description:
Device 1 of 4. Reference MFR report numbers 1627487-2014-00259, 1627487-2014-00260 and 1627487-2014-00261. The patient (B)(6) is implanted with four ipgs. It was reported the patient experienced difficulty recharging two of the devices. The patient has lost weight and the ipgs were reportedly superficial. Surgical intervention was undertaken to increase the implant depth of the devices in question. In addition, it was reported the patient developed a hematoma under one of the revised ipgs. Prophylactic antibiotics were prescribed as treatment. The hematoma is said to be resolving. Consequently, no further intervention is planned. It is unclear which of the patient's ipgs were revised and which device is associated with the hematoma. Therefore, all ipgs are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.